Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that the tips of two (2) accord dual ended hex drivers are stripped. As this was noticed upon field inspection, there was not patient involvement.

Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection was conducted and confirmed that the tips on two accord dual ended hex driver are stripped which causes them to not properly function. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.